Event description:
Pt stated that the new pump that was sent is not working right. Ms3 pump serial number (B)(4). The plunger did not readjust right when he went to use it. He said the plunger was all the way at the top when he got it. He use his other pump so there was no delay in treatment or missed dose. We are sending him a return box for the broken pump and sending him a new one. He will get it tomorrow. Did the reported product fault occur while in use with a patient? Unk; did the product issue cause or contribute to pt or clinical injury? Unk. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.